Event description:
The following is a summary of the telephone discussion with the physician regarding the reported incident: the patient had an unruptured basilar tip aneurysm with a very wide neck. Two stents were placed in a y-configuration cross the neck of the aneurysm. The first coil used was an hes-14 7-mm x 15-cm helical coil. A boston scientific sl-10 micro-catheter was used to deploy the coil. The physician stated that he understood that this micro-catheter was incompatible with the hes-14 coils per the product labeling. Prior to placement, the coil was tested by inserting it into the v-grip detachment controller and the appropriate signal was obtained. After 5 minutes of repositioning (the stated limit in the product labeling), the physician connected the coil delivery pusher to the v-grip detachment controller. An intermitten or no signal was obtained. The physician attempted to detach the coil and it did not detach. The physician wiped the connectors on the pusher per the instructions for use and the coil still did not detach. Two other controllers were used and the coil did not detach. After 6 minutes, the physician attempted to remove the system, but the coil was entangled in the stent.

Manufacturer narrative:
The coil then stretched and broke from the pusher. At this time, it is unclear if the incompatible micro-catheter had anything to do with the coil not deploying and/or breaking during removal. The physician attempted to snare the coil, but could not free it from the stent. He decided to leave the coil against the vessel wall of the basilar trunk. At that point, the physician decided to end the procedure and let the stents and stretched coil endothelialize and then bring the patient back at a later date to complete the embolization procedure. The patient awoke from the procedure and was intact with no deficits. She followed normal commands and there was no indication of injury or other post-procedural issues. The patient was taken to ICU for recovery. Approximately 4 hours after the patient awoke from the procedure, the aneurysm ruptured. The patient died the following day. The physician stated that he did not attribute the aneurysm rupture and subsequent patient death to the coil deployment issue. The device has not yet been returned for evaluation. Attempts are being made with the risk management office to obtain the device. Additional information will be submitted when available.